Event description:
It was reported that prior to a transcatheter aortic valve replacement (tavr) procedure, pre-close placement of the suture was achieved in a common femoral artery using a perclose proglide device. After deploying the suture in a 6-french access site, the suture was clamped to the side. After the tavr procedure, as the knot was advanced to the vessel, the suture was prematurely cut by the knot pusher. Leaving the suture in the vessel, a second proglide device was attempted, but after fully advancing the knot to the vessel, bleeding continued. Manual arterial compression was applied to achieve hemostasis. There were no reported adverse patient sequelae. The physician is reportedly trained in the use of the proglide device and established in the pre-close deployment technique. No additional information was provided.

Manufacturer narrative:
(B)(4). It is indicated that the device is not returning for evaluation; therefore, a failure analysis of the complaint device could not be completed. A review of the lot history record revealed no non-conformances that would have contributed to the reported event. A query of the electronic complaint handling database indicated there had been no similar device failure to achieve hemostasis incidents reported for this lot. Based on the information reviewed, there is no indication of a product deficiency. Additionally, seven sterile representative sample devices with the same part and lot number as the complaint device were returned for evaluation. Functional testing was performed on the returned devices and the devices passed with acceptable results. No manufacturing issues or abnormal observations were detected. A cause for the reported experience could not be determined based on the investigation findings from the tested sample.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device was reported to be discarded. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information. The other perclose proglide device is filed under a separate medwatch manufacturer report reference number.